Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and loss of pacing was noted resulting in the patient experiencing arrhythmia. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.